Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported his daughter's blood glucose reached 320mg/dl while wearing the pod between 4 and 24 hours. On(B)(6) 2017 additional information was received from the patient's father stating that the patient was taken to the hospital on (B)(6) 2016 with her elevated blood glucose level. No diagnosis was made and her blood sugar levels dropped back to normal overnight at the hospital. The father does not recall further details. The pod was discarded.